Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5093209. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 became stuck in the vessel between a heavily calcified area and the subintimal space. When the physician attempted to pull the cat6 out of the patient, a small piece of the shaft broke off inside the vessel. Subsequently, a goose neck snare was used to successfully remove the piece of cat6. The procedure was completed using another cat6. There was no report of an adverse effect to the patient.